Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
¿Patient had previous triathlon knee replacement some time in 2009. A patella procedure was done some time 2011." This event is raised for the 2011 revision of an unknown triathlon knee which had been implanted in 2009.